Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received; the surgeon indicates that the lens was not the cause of the event. The patient's lens exchange resulted in a vitrectomy and the insertion of a three piece intraocular lens. The prognosis is reported as "fair/good" and the patients issues have resolved.

Manufacturer narrative:
Additional information provided in a.2, a.3, b.5, b.6, d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was exchanged 6 days following the initial iol implantation due to a malposition of the iol. Additional information is requested.